Manufacturer narrative:
Correction to d4(gtin), d9(product available to stryker), g1(reporting contact) ,h3 (device evaluated by mfg), and h6(method code). The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned device reveals a brittle fracture that runs across the entire diameter of the instrument, splitting in into two separate pieces. Since there is clear damage to the instrument a functional inspection was not deemed necessary nor possible as it clearly non-functioning. Due to there being clear visible damage to the instrument, a dimensional inspection was not considered necessary nor possible and has damaged measurable features. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Based on investigation the root cause was attributed to combination of design and normal usage related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided the complaint report will be updated.

Event description:
It was reported that during a primary surgery, the impactor tip broke or cracked in half while impacting the sphere implant using the sphere impactor tip. No debris was reported, as the device broke into two pieces, which were removed from the field. The surgery was successfully completed using a different impactor tip. The reporter stated that they tapped the screwdriver to engage screw of sphere and that also helped/worked. The complaint device was not available for evaluation by the manufacturer, as it was reported to be lost. It was approximated that the device has been in service for 2-3 years, and has been used and reprocessed over 100 times. The device was inspected prior to being sent to the customer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that during a primary surgery, the impactor tip broke or cracked in half while impacting the sphere implant using the sphere impactor tip. No debris was reported, as the device broke into two pieces, which were removed from the field. The surgery was successfully completed using a different impactor tip. The reporter stated that they tapped the screwdriver to engage screw of sphere and that also helped/worked. The complaint device was not available for evaluation by the manufacturer, as it was reported to be lost. It was approximated that the device has been in service for 2-3 years, and has been used and reprocessed over 100 times. The device was inspected prior to being sent to the customer.